Event description:
At about 4 years and 11 months after primary, the patient came in reporting pain and the cause is unknown. No issue with the implants was detected. The surgeon revised all gmk-hinge components to competitor components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-may-2025: lot 182058: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 26-nov-2023. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved batch review performed on 16-may-2025: gmk-hinge 02.09.4005r fixed tibial tray size 5 r (k130299) lot 120937a: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 13-nov-2022. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Lot father 120937: (B)(4) items manufactured and released on 02-jul-2012. Expiration date: 31-may-2017. No anomalies found related to the problem. Gmk-hinge 02.09.2605r femoral component size 5 r (k130299) lot 175671: (B)(4) items manufactured and released on 18-dec-2017. Expiration date: 23-nov-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.